Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient's ins was explanted and replaced with rechargeable ins due to skin erosion over the ins pocket. It was unknown what external factors contributed to the event. Diagnostic methods were also unknown. The event was resolved at the time of the report. No further complications are anticipated.